Event description:
It was reported by the customer that a pyxis medstation es system intermittently not responding, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station intermittently not working. A technical support specialist confirmed the station was communicating fine and found corrupted files. Fixed the files to resolve the issue. The customer further escalated to field service engineer to check for power issue. A filed service engineer cancelled the work order, since the customer was not able to confirm that there was a power issue. The system functioned as intended after the technical support specialist troubleshooted the device.